Event description:
The device was used during a wedge resection procedure. Reportedly, the instrument was difficult to open and would not fire. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.